Manufacturer narrative:
On (B)(6) 2016, the customer reported to have not received any further occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level ranged from the 200's to 385 mg/dl mg/dl. A bolus via the pump was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.